Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) experienced oversensing and an inappropriate shock. The physcian reporgrammed the ICD and the oversensing resolved.